Event description:
The customer contact reported that during testing at the user facility, it was noted audio alarm failure, doesn't sound alarm in channel 1. There were no reports of any pt involvement, adverse pt events, and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.